Manufacturer narrative:
The device was returned for analysis. The failure to cycle was confirmed. The difficult to insert was not confirmed as this is related to case circumstances and cannot be replicated in a lab environment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The cause of the reported difficulties cannot be determined, and the subsequent treatment appear to be related to the circumstances of the procedure. In this case, it is likely interaction within the anatomy caused the difficulty to insert and the anterior needle to cuff miss. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery (cfa) was attempted using a prostyle after a percutaneous transluminal angioplasty procedure using a 6f sheath. Reportedly, during the process of advancing the device into the right cfa, the distal sheath did not completely enter the body. The physician tried to access several times but failed. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. Subsequent to the initially filed MDR report, the account reported the following additional information: the account clarified that although it was difficult to enter the device in the right cfa, it ultimately entered the body and was advanced. What was reported initially [did not completely enter the body] is incorrect. Additionally, the account clarified that a cuff miss [suture retrieval issue] occurred. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery (cfa) was attempted using a prostyle after a percutaneous transluminal angioplasty procedure using a 6f sheath. Reportedly, during the process of advancing the device into the right cfa, the distal sheath did not completely enter the body. The physician tried to access several times but failed. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.